Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1 in single port was missing clamp. The following information was provided by the initial reporter: material no: 383512, batch no: 1005255. It was reported mission clamp. Verbatim: per customer's response (B)(6) 2021. What is the date of event? Yesterday the day I sent the issue (B)(6) 2021.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unit and one photo. During the visual examination, it was observed that the unit was missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that nexiva 22 ga x 1 in single port was missing clamp. The following information was provided by the initial reporter: material no: 383512, batch no: 1005255. It was reported mission clamp. Verbatim: per customer's response 4/20/21: what is the date of event? Yesterday the day I sent the issue (B)(6) 2021.